Event description:
The customer alleged that the head up function is not working from either siderail. There are no error codes. The bed is currently not in use.

Manufacturer narrative:
The tech isolated the issue to a faulty head up valve. He replaced the head up valve to repair the bed.